Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an increase in capture threshold that resulted in loss of capture and non-sustained oversening were noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient is in stable condition.